Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down/smartphone: phone_control_ios. Software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels after wearing the pod on the arm for approximately 4-24 hours, and was subsequently diagnosed with diabetic ketoacidosis. The specific blood glucose levels were not provided. The patient¿s mother reported that the patient experienced elevated blood glucose levels for approximately 16 hours prior to presentation to the emergency room. It was further reported that the cannula was visually confirmed to appear bent upon removal of the pod. No details regarding treatment received during hospitalization were provided; however, it was reported that the hospital stay lasted approximately 1.5 days. The specific discharge date was not reported.